Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4). Sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the air/water channel of the device tested positive for mesophilic aerobic germs (2 cfu). The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2020] instrument channel: coagulase-negative staphyloccocci (17 cfu) [second time; (B)(6), 2020] instrument channel: unspecified microbes (4 cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, e4, using glutaral. There was no report of infection associated with this report.